Event description:
After nearly 1 month that the dental implant was installed in patient's intraoral region #8, it was verified its non osseointegration. Immediate load was performed. The dentist reported that probably biomechanical overload have occurred.